Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implant date: unk. Explant date: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a 13.2mm vicm5_13.2 implantable collamer lens, -05.00 diopter. Additional information has been requested but none has been forthcoming.